Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed no delivery. This was a past event. The device is delivering normally now. Customer's blood glucose was 10.4 mmol/l. Nothing further reported.